Manufacturer narrative:
Visual inspection noted a slightly bent helix that may have caused the field observation of an inability to extend the helix.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that prior to implant, during testing the helix extended quickly after two rotations. Helix was retracted and could not be re-extended. Lead was not implanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.